Event description:
Philips received a complaint by the customer on the v60, indicating that the unit turned off then back on by itself. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported that the unit turned itself off then back on by itself. The customer then reported that error codes, "ventilator restarted due to anomalies detected during operation (diagnostic code 1101)" and error code 3007, software exception, had occurred together in the event logs. The remote service engineer (rse) informed the customer that if both codes occur in conjunction, then no action is required. The rse then advised the customer to allow the unit to operate for some time in an attempt to verify the issue as well as to perform a performance verification test (pvt). The investigation is ongoing.

Manufacturer narrative:
G1 contact office phone: (B)(6).

Manufacturer narrative:
H10: the customer was able to complete and verify that the unit passed performance verification test (pvt). No further issue was reported. The unit passed pvt and the customer confirmed no further issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.